Manufacturer narrative:
(B)(4). The device was manufactured june 30, 2013 - july 1, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor under-infused. This occurred during a patient infusion of an unknown drug solution. The reporter state that at the end of the infusion, an unknown amount of solution still remained inside of the device. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). The device was returned for evaluation with approximately 3ml of fluid in the bladder. According to the patient label affixed on the unit, the fluorouracil was used in the unit. Visual inspection observed flow at the distal luer. The fluid in the bladder was allowed to drain until emptied. A functional flow rate test was subsequently conducted on the unit for 17 hours. At the end of the flow test period, the flow rate was found to be within the specification of the product. The initial evaluation did not confirm the reported condition. A batch review will be performed.  If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.